Event description:
Per the clinic, the patient experienced wound dehiscence post operatively that could not be resolved despite efforts taken with intravenous antibiotics (date and duration not reported). Subsequently the device was explanted (date not reported). The device has not been made available for analysis as of the date of this report, october 23, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.